Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lapg. During the third firing, crossing over the staple line of the second firing, the surgeon could not return the knife to the initial position after firing. The screen also went blackout. The handle was removed from the adapter and the manual adapter tool was used to return the knife to the initial position. The staple line was complete. The handle was re-inserted into the charger but the screen was still blackout. No patient injury.